Event description:
The customer reported to olympus, the colonovideoscope had error code e-315. The issue was found during preliminary inspection. There were no reports of patient harm.

Manufacturer narrative:
Due to the nature of the reportable event (foreign material found), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The facility was not aware on if there was a time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility did not flushed the air/water nozzle with water and air. The facility noted that there were no abnormalities on the accessories used for reprocessing. The customer presoaked the endoscope in a detergent solution brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. Flushed air/water nozzle with detergent solution. Facility did not note any comments or concerns regarding reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign matter came out of the nozzle. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Adhesive on bending section cover had white clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Suction connector was dirty due to water leakage. Switch 1 had a cut. The plastic distal end cover had a scratch. Connecting tube had a scratch. Objective lens had a scratch. Protector of universal cord on suction connector side had a scratch. Image guide protector had a scratch. Switch 2 had a scratch. Universal cord had a scratch. Suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, for the e315 error issue, the probable cause of the malfunction would likely a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system and for the foreign material issue, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.